Event description:
It was reported the bd intima ii¿ IV catheter prn adapter was damaged and leaked during use. The following information was provided by the initial reporter. The customer stated: "during the patient examination, the rubber and plastic areas of the heparin cap were separated when the contrast agent was injected. This resulted in the leakage of the contrast agent and the examination could not be completed."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure.